Manufacturer narrative:
Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn. To date, there is no confirmation of the treatment or outcome of the treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.

Event description:
Pt emailed consumer care. Wearing sofmed breathables, causing blood shot red eyes, and irritation along with hazy vision and received prescription from ecp for eye infection. Ecp diagnosed clare (contact lens acute red eye) and prescribed tobradex. Follow up appointment shows trace infiltrates os.